Event description:
Information was received that the nail was unable to distract when tested in-situ or when it was explanted. It is believed the nail stopped working due to impaction. The surgery was completed with no issue or adverse consequences to the patient.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Device history review a review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Event description:
No additional information is available.